Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that issues with a lot of sensors. The patient's blood glucose was 109 mg/dl at the time of the call. The customer stated that one of the sensors did not have a cannula and another sensor was bent upon insertion. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was advised to call back when the issue occurs. The customer did not return the product back for analysis.